Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely decreased alinity I tsh results. The customer provided the following results for 2 patients: patient (B)(6): initial result: 0.02 miu/l, retest: 2.83 miu/l. Patient (B)(6): initial result: 11.97 miu/l, retest: 0.08 miu/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of the return specimen, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. Accuracy testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the alinity tsh reagent, ln 07p48, lot 86233ui00, was identified.